Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr.

Event description:
False positive result(s). User stated that her husband tested with ff on (B)(6) 2022 and the result was negative. He tested a second time with ff on (B)(6) 2022 and the result was positive. The same day, he went and got a pcr test and the result was negative.